Event description:
Complaint from literature article: asaio journal 2014; 60:124-126. Approximately six months after the implantation, the patient reported palpitations with recurrent episodes of dizziness, especially when bending forward. The patient's ICD was interrogated and this revealed that the patient had had frequent occurrences of self-terminating ventricular tachycardia. The patient's previous echocardiograms were reviewed and demonstrated that the inflow cannula was coming in contact with the inferior-posterior wall of the now remodeled heart. The patient was evaluated for potential vad explantation through pump stop trials and the heartware vad explanted nine months after the implantation with no further arrhythmias.

Manufacturer narrative:
Bibliography- yalin yildirim, simon pecha, hermann reichenspurner, and tobias deuse : mechanically induced ventricular tachycardia by the heartware ventricular assist device asaio journal 2014; 60:124-126. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Although the pump was explanted, an analysis of the returned device is not required for this investigation. Based on the conclusions of the (B)(4) authors, this event was most likely related to mechanical irritation by the vad of the patient's newly re-modeled ventricle. No additional information will be forthcoming.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.